Event description:
It was reported that a patient underwent an left partial nephrectomy procedure on (B)(6) 2023 and suture clips were used. The clips would not close. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/6/2023 h6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: device available from customer. Please note these are not actual clips from procedure. Those were discarded. Return product is from same box. Additional information was requested, the following was obtained: - please confirm the number of clips that "would not close" during this procedure. 7 clips - package lot number of the clips? Te2ama - please provide the applier product code and lot number? Ka200 lot# 1802064 and 1108032 - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Appliers have been confirmed to be working correctly - what suture type and size was used? 3-0 vicryl - when the event occurred, was the suture placed near the hinge of the clip? Unknown - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? Applier has been checked - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No - event/procedure name and date? Left partial nephrectomy (B)(6) 2023 please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: (B)(4)